Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion blue, sion black; guide cath: heartrail, guideliner. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal left circumflex coronary artery that was mildly tortuous, moderately calcified and 99% stenosed. The traveler 1.50 x 12 mm balloon dilatation catheter was advanced with resistance met with the lesion and the balloon ruptured during the third inflation at 12 atmospheres. Further dilatation was performed with a non-abbott balloon and a xience stent was deployed to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.